Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that when the physician removed the lead, it fractured and the distal end of the lead remained in the patient. The physician opted to leave the lead fragment implanted and there have been no reports of further complications regarding this event.